Event description:
The customer obtained multiple, non-reproducible, lower than expected, vitros amon quality control results from a vitros lpvii fluid on a vitros 5600 chemistry system. Vitros amon 1013-0229-0838: 119.2, 128.6, 124.5, 131.2, 132.7, 134.9, 125.5, 122.0, 136.6, 130.4, 120.5, 136.7 vs. An expected result = 178.0 mol/l; vitros amon 1014-0231-2644: 130.6, 133.4, 119.0, 130.5, 127.6 vs. An expected result = 173.0 mol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples run during the time frame of the event were questioned. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected, vitros amon quality control results were obtained from a vitros lpvii fluid on a vitros 5600 chemistry system. An ocd fe performed service actions to return the vitros 5600 instrument to expected performance. The root cause of the event is most likely analyzer event. There was no evidence that a reagent related issue contributed to the event.